Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pdb617, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used. During the procedure, it was noted the loop was not intact. The procedure was successfully completed. There were no adverse patient consequences. No additional information was provided.